Event description:
It was reported that black connection of system controller was displaying connect power when on battery power. There were no damaged pins. Batteries and clips had been rotated and problem continued to persist. Log file recorded a few atypical power cable disconnect events associated with unusual relative state of charge (rsoc) values. The data confirmed that these events were all associated with the black power cable connection. The system controller was exchanged on 13aug2024, and it appeared the alarm had resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms associated with the black power cable was confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed insufficient solder at resistor r68. The resistor r68 is part of the voltage divider circuit for the rsoc (relative state of charge) black power cable. As a result of the insufficient solder, the voltage divider circuit was not properly operating, the rsoc value was outside the specification and the system controller activated a power cable disconnect alarm even when connected to external power. The data log files were successfully retrieved. The event log file contained data recorded from 11aug2024 to 13aug2024 where some atypical power cables disconnect alarms, associated with atypical rsoc (relative state of charge) values for the black power cable were recorded. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from 02aug2024 to 13aug2024 where atypical rsoc (relative state of charge) values for the black power cable were recorded. As a result of this evaluation, a supplier corrective action was initiated to further investigate the insufficient solder at resistor r68. The observed issue did not affect the controller¿s ability to support a test pump during the evaluation. The device history record (DHR) were reviewed. All manufacturing, test & inspection procedures for the unit were completed and passed. No ncmrs were created for the assy, system controller, hm3 (1.7). Heartmate 3 patient handbook rev d, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.